Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as no part was replaced. Issue resolved after it was found during the engineering testing and the imaging system was then found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during engineering testing of the system's functionality after service repair, the imaging system went to stand alone mode when the 3d button on the fixed pendant was pressed. This was after a short 2d fluoro to verify the 2d imaging. Stand alone mode went back to 2d mode again after about 1 or 2 seconds. The imaging system worked afterwards fine without any other observations (event happened around 17:32 system time). There was no patient present when this issue was identified.